Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication was attributed to use error as the manual release function of the vessel sealer extend (vse) was not utilized to release the instrument. Intuitive surgical, inc. (Isi) did not receive the vse instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode could not be confirmed. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation) or if additional information is received. The vse logs were reviewed by the isi advanced failure analysis engineer (fae) team and the following findings were obtained: logs show pn 480422-01, lot l92220509-0260 had various completed homing, cut, and seal events. Error 31009 was seen in the logs which indicates the system lost 1 or more tool sensors on universal surgical manipulator (usm) 3. Looking at the timestamp of that 31009 error, and comparing with the logs, the vse instrument was installed on usm 3 at the time. However, the logs do not show any unusual events around the time of the error. There are no other errors in the logs that are related to the vse. The logs do not show an e-stop button press. This event is being reported due to the following conclusion: during a da vinci-assisted abdominoperineal resection procedure, the vessel sealer extend (vse) instrument had an unclamping failure and was stuck on tissue. The surgeon cut unspecified tissue around the vse jaws to release the instrument. The procedure was completed with no additional injury to the patient.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the vessel sealer was stuck on unspecified tissue. The instrument was installed on universal surgical manipulator (usm) 3. The customer stated that they could remove the instrument, but they had difficulties opening the jaws; the led on the arm was blinking yellow. The customer stated that the surgeon had to cut unspecified tissue around the jaws to remove the instrument. The issue was resolved before the customer called for technical support. An intuitive surgical, inc. (Isi) technical support engineer (tse) explained to the customer how to open the jaws in such a situation. The procedure was completed with no additional injury to the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the site. However, no further details were received as of the date of this report.